Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that the pump rebooted several times and a call service alarm was observed on the reported event date. The pump was exercised for 24 hours with no power issues. The reported blank display screen was not duplicated as the pump was able to power up to the verify screen. There was no physical damage found to the battery compartment or battery cap and the battery cap secured to the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that the pump had no power or audible tones. The patient reported that she tried changing the battery and letting the pump site and she reported that the pump did eventually power on. The patient reported that the pump alarmed and the patient attempted to reboot the pump. The patient reported that the pump would beep and vibrate but there was no visible screen. The patient confirmed no cracks or dents. The patient reported that the battery was in use for almost one week. This report is made based on the allegation that the pump had no power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.